Manufacturer narrative:
Analysis of returned device confirmed the leak from the gas exhaust port. Root cause is undetermined.

Event description:
Medtronic received information that prior to use of a mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, it was reported that there was leak observed through the exhaust port of the device. The leak came from the component. The device was replaced. There was no patient involvement, so no adverse effect occurred.